Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Potential causes for stent dislodgement, may include interaction of the stent with the lesion, accessory devices and/or previously implanted stents. To help ensure stent dislodgement is not the result of a manufacturing deficiency, all stent delivery systems(sds) are inspected for proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force. The product was not returned to abbott vascular for analysis. The anatomical conditions were reported as moderate tortuousity and heavy calcification which appears to have contributed to the reported failure to cross. It was reported that there was no resistance during removal of the sds and the stent became dislodged upon removal. In this case, it is possible that the stent dislodgement may have resulted from handling of the device during removal; however, this could not be conclusively determined. A review of the electronic lot history record was performed for the reported lot and there have been no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for stent dislodgement. There is no indication of a product quality deficiency associated with this lot. Based on the investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Potential causes for stent dislodgement, may include interaction of the stent with the lesion, accessory devices and/or previously implanted stents. To help ensure stent dislodgement is not the result of a manufacturing deficiency, all stent delivery systems (sds) are inspected for proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force. The product was not returned to abbott vascular for analysis. The anatomical conditions were reported as moderate tortuousity and heavy calcification which appears to have contributed to the reported failure to cross. It was reported that there was no resistance during removal of the sds and the stent became dislodged upon removal. However, it was reported that the stent dislodged prior to deployment in a previously implanted stent. In this case, it appears that the stent dislodgement resulted from interaction with the previously implanted stent and subsequently dislodged during removal (foreign body in patient).

Event description:
Subsequent to the initial medwatch report, additional information received indicates that a promus 3.0 x 12 mm stent attempted to cross a lesion in the right coronary artery (rca) but was unsuccessful. A promus 3.0 x 15 mm stent was advanced to the right coronary artery but did not cross the lesion. It was removed and an additional attempt to cross was still unsuccessful. The stent dislodged prior to deployment in a previously placed stent and was covered with a non-abbott stent to complete the procedure. There was no additional information provided.

Event description:
It was reported that during an interventional stenting procedure, the promus otw 3.0 x 15mm stent did not cross the lesion. The device was removed from the patient anatomy. There was no reported resistance. Upon removal of the device from the patient anatomy, it was noted that the stent was dislodged from the delivery system. There was no reported patient effect or sequela. There was no additional information provided.